Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer had a critical pump error. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed but the customer could not remove the alarm. The device will be replaced and returned.

Manufacturer narrative:
The device received with constant critical pump error alarm and unable to download due to out of specification force sensor zero offset. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test due to critical pump error.